Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Customer's blood glucose levels were not impacted. Reportedly, the customer was able to reload a cartridge successfully, and resumed insulin delivery.